Manufacturer narrative:
The device was returned to cardiac surgery on feb 18, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the physician was not able to "place the seal because the tension spring was fixed in the delivery device". The reporter clarified, saying that the surgeon "was not able to remove the tension spring out of the delivery device." The procedure was completed by partially cross-clamping the aorta with a standard cross clamp to allow finishing the proximal anastomoses. The pt most likely had a transient ischemic attack. Pt is still in intensive care unit, but shows complete neurological recovery. The product is not available for return.